Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: no consequences or impact to patient. Product problem: no code available (broken tip). The surgeon reported at the start of the procedure the phaco tip broke in the eye. The tip was removed and exchanged and the procedure was completed uneventfully. No patient harm was reported. Additional follow-up information was requested.